Event description:
Additional information reported stated that another occurrence of premature elective replacement indicator occurred at an unknown date follow up. No intervention or patient symptoms were reported.

Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator. The patient was asymptomatic. The elective replacement indicator was cleared through device reprogramming on (B)(4) 2014. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.